Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation..

Event description:
It was reported that after priming the tubing set via the pump, it was noticed that the connection following the air filter and towards the patient had not filled with lipid contents. Before connecting to the patient, the connection following the air filter was held up to the ceiling so it would fill from the bottom to top; however, before connection to the patient, air in the line was noticed and this required the line to be primed again. Approximately 6-8cm of air came through the line during the re-priming. No patient was involved.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07722 is no longer considered reportable, please disregard any MDR reports associated with it.